Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a teflon 23" infusion set, after an infusion set reportedly fell off and a subsequent set caused pain on insertion; the user's mother observed an unexpectedly low reservoir level from a recently filled cartridge and performed a complete supply change, after which blood glucose returned to range and the system continued working. Investigation included troubleshooting with education. Investigation of this case revealed no bent cannula upon inspection by the user's mother, and a likely interruption of insulin delivery potentially related to site issues such as scar tissue or a leak. No clinical symptoms associated with elevated blood glucose. Outcomes included resolution after infusion set and supply replacement. It was concluded that the event involved hyperglycemia with an unclear cause, with device function restored after set and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.